Event description:
It was reported that this lead was explanted due to the patient experiencing tricuspid regurgitation. This was confirmed with echocardiogram. No additional adverse patient effects were reported.